Event description:
On (B)(6) 2012, the reporter, the 's mother, contacted animas to report an issue with the pump history remaining insulin record. The patient claimed the pump gave an empty cartridge alarm when there was still 36 units insulin remaining in the cartridge. The pump was set to alarm when 10 units remained. The issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: an ezprime operation was performed with no difficulties noted. The pump passes force calibration check. A reboot was noted and delivery continued. No defect was found with the pump and unable to duplicate the complaint.